Event description:
It was reported that the patient's device had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Pal and mecc analysis reveals no anomalies. Review of the save to disk file showed the explant date was (B)(6) 2016. Eri was after explant. Eri date of (B)(6) 2016.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in an integrated circuit. Hybrid analysis confirmed the reported low battery voltage. The device was fully functional with nominal system current drain throughout the analysis when powered by an external supply. Physical analysis of the radio frequency module (rfm) was pursued which identified substrate cracks and evidence of a copper bearing leakage. These findings were consistent with the reported failure being attributed to a resistive short in the rfm substrate. Battery analysis revealed no internal short occurred in the battery. The lithium (li) anode was intact along its entire length, with only minimal localized discharge found along the leading edge. The separators, insulators and welds were intact and in good condition if information is provided in the future, a supplemental report will be issued.